Event description:
It was reported that the bd extension set alaris® smartsite was clogged/blocked 5 times during use. The following information was provided by the client: "the valve to which we attach a luer lock syringe, appear to by dysfunctional. The valve is "stuck", not allowing forward flushing of the syringe. We have had 4 or 5 instances this week of the problem. In some cases, consistent forward pressure on the syringe plunger will break the seal on the valve, allowing for the intented use."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the valve is "stuck", not allowing forward flushing of the syringe. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd extension set alaris® smartsite was clogged/blocked 5 times during use. The following information was provided by the client: "the valve to which we attach a luer lock syringe, appear to by dysfunctional. The valve is "stuck", not allowing forward flushing of the syringe. We have had 4 or 5 instances this week of the problem. In some cases, consistent forward pressure on the syringe plunger will break the seal on the valve, allowing for the intented use."